Event description:
A pt reported experiencing inaccurate erratic results with a one touch basic meter. The pt's blood glucose results were 66, 72 and 191mg/dl tests were done within 10 mins. Pt cleaning meter incorrectly. Pt did not experience any adverse events. No further info has been reported.